Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-60075.

Event description:
It was reported that after 17,922 joules and 4 minutes of use the fiber dislodged. There was good irrigation and there were no signs of overheating. The fiber was exchanged and the second fiber desterilized by accident, fiber was not used. The fiber was exchanged and the third fiber dislodged after 47,820 joules and 9:48 minutes of use. There was good irrigation and there were no signs of overheating. The caps of the first and the third fiber were not cleaned during the procedure. The procedure was completed with a fourth fiber. There was no information provided regarding patient outcome. This report is for the third fiber.

Event description:
It was reported that after 17,922 joules and 4 minutes of use the fiber dislodged. There was good irrigation and there were no signs of overheating. The fiber was exchanged and the second fiber desterilized by accident, fiber was not used. The fiber was exchanged and the third fiber dislodged after 47,820 joules and 9:48 minutes of use. There was good irrigation and there were no signs of overheating. The caps of the first and the third fiber were not cleaned during the procedure. The procedure was completed with a fourth fiber. There was no information provided regarding patient outcome. This report is for the third fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-60075. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings.